Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108417.

Event description:
It was reported that following a fall, the patient experienced loss of stimulation. X-rays confirmed one lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
It was reported to abbott, a patient underwent a revision to address lead migration. The lead was explanted and replaced. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.